Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system went offline in remote smart service, getting stuck at a blue screen. A field service engineer (fse) replaced the hard drive and imaged it to version 1.8. The fse installed eset11, set up the network time protocol (ntp) time server, turned off universal serial bus (usb) power management, synced the system, and set it to auto-launch. The fse also changed the maintenance mode to manage and enabled the credential manager to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es went offline during the station upgrade. The customer stated that the patient care workflow might be affected. There were no adverse events or injuries reported based on this event.